Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient¿s spouse that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) occurred. The patient experienced inaccurate cgm values which occurred 7 days after the sensor had been inserted in the abdomen. The patient experienced a femur fracture and was currently confined to a care bed in his lounge (not related to dexcom). The spouse was sleeping on the sofa in the same room and woke up because the patient was restless in his sleep and showing symptoms of a hypoglycemia (shaking and very sweaty). The cgm reading was 132 mg/dl and she took 2 bgm readings (one on the finger, one on his earlobe) which were reading 39 mg/dl. She tried giving him oral glucose (zubin) but at that point the patient was unable to swallow. The spouse treated the patient with baqsimi 2mg (glucagon) nose spray and removed the oral medication from his mouth. After the treatment the patient recovered. There were additional measurements reported. Other examples provided are: bgm reading 225mg/dl and cgm high; bgm 154mg/dl and cgm 258mg/dl. In addition it was reported that the patient has diabetes for 52 years and mainly injected insulin into his abdomen. The diabetes nurse at the hospital told her to stop injecting insulin in his abdomen due to the amount of lipohypertrophies on his abdomen. At the time of the report the patient was well. No other details were documented. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. No data was provided for evaluation. The reported glucose values fall within the d zone of the parkes error grid. The allegation and probable cause could not be determined.

Manufacturer narrative:
H6: investigation conclusions - correction

Event description:
Subsequent to the initial MDR, a correction or additional information is required.